Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) requested the product back for investigation. A supplemental medwatch will be submitted as soon as further information becomes available. Additional information: the product mentioned is not distributed to the us, but the product with contributing design function to the affected component (quadrox-ID) is registered under 510(k): k101153.

Event description:
"During priming, the user noticed a black particle at the venous side of the membrane (yellow cap). No clinical consequence was reported." (B)(4).

Manufacturer narrative:
The returned product was investigated at the laboratory of the manufacturer. During visual inspection a foreign matter (black fuzz) was detected within the blood side of oxygenator. Thus the reported failure could be confirmed. A device history record review was performed. There were no references found, which are indicating a nonconformance of the product in question. The origin of the black fuzz is unknown. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
Ref.: # (B)(4). Customer ref.: (B)(6).

Manufacturer narrative:
Attempts for the sample to be returned were made but the sample was not received and therefore it was not possible for a full investigation to be performed. A further investigation and DHR review was not possible as the product was not available for return and the lot number was not provided. A search of the complaint handling database was also carried out on 2017-03-16 for the material number 70106.8389 and the search returned only this complaint (703005789). The results indicate that there is not currently a systemic issue with this product. Based on the available information, a root cause cannot be determined. No health risk or patient impact has been identified. No systemic issue was identified from the complaint database review but the data, however, will continue to be monitored and if a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further investigation or action is warranted at this time and the complaint will be closed. This is the final report.

Event description:
(B)(4).